Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert triggered. It was noted beginning (B)(6) 2016, the ventricular sics were up to 38 and non-sustained ventricular tachycardia episodes collected due to lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in three days and two or more high rate non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with inappropriate shocks due to noise causing oversensing and asystole. It was noted that there was a confirmed fracture on the right ventricular (rv) lead. It was also noted that the rv lead was implanted after the use before date. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.